Manufacturer narrative:
The evaluation revealed both products to be the primary products. An inspection and a review of the DHR were not possible because the products and the lot codes were not provided. The root cause of the reported mistargeting could not be determined. It is possible that the metal nail adapter was loosely; therefore the nail was slightly moveable although it was correctly secured by the nail holding screw. The loosening of the nail adapter is known from previous complaints and is caused by aging and a high level of sterilizations. In order to address aging due to sterilization and to ease usage (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the nail adapter (B)(4) had been replaced by the new t2 recon target device (B)(4) (available since 2010). No discrepancies were detected during risk analysis review. No non-conformity identified. Device not available.

Event description:
It was reported that during left femur surgery, surgeon was putting a recon nail into the target device and calibrated it with a drill bit. It didn't line up and the drill bit was scraping the proximal portion of screw hole. The drill bit was not passing clearly through the nail. The surgeon then opened up the second system and the nail did the same thing. The surgeon opened up a third nail and the same thing happened.

Event description:
It was reported that during left femur surgery, surgeon was putting a recon nail into the target device and calibrated it with a drill bit. It didn't line up and the drill bit was scraping the proximal portion of screw hole. The drill bit was not passing clearly through the nail. The surgeon then opened up the second system and the nail did the same thing. The surgeon opened up a third nail and the same thing happened.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.